Event description:
A report was received that a pt had a lead revision due to lead migration after suffering a fall. During revision, physician noticed that the leads were pulled out of the epidural space into the ipg pocket and were wrapped around the ipg. The physician replaced both the leads and the extensions. The pt is reportedly doing well after surgery.

Manufacturer narrative:
This is the final report.